Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient had a break in aseptic technique further described as ¿change hand¿ (no further detail), area not clean before starting pd and not doing proper hand washing that caused peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with reflin (dose, frequency and route not reported). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.